Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Review of the stored electrograms indicated the presence of what appeared to be an svt rhythm for which the patient received inappropriate therapy. Abbott technical service discussed that the arrhythmia onset was not present in the egms. It was noted that the chamber onset discriminator initially indicated svt, and then eventually indicated vt about 50 seconds into the episode. It was unknown if the patient suffered from symptoms related to the arrhythmias, but vomiting and general nausea were reported. It was also noted that the patient had missed their digoxin pill. No further information is available at this time.